Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10h31055 and h10i30048 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment provided was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.